Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a power source alert. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. No additional information was provided. Customers blood glucose level was 117-134 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.